Manufacturer narrative:
Trackwise (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they had already dissected and was moving to use the hpii device in the leg. They cut some tissue (fat) without noticing anything awry, then moved to the first branch. They saw at that point that the metal plate was lifted from the jaw and removed the cannula and hpii from the tunnel. They inserted the hpii before the cannula. They handed it off the field and opened a new kit to finish the case. No injury to patient.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 02/28/2022. An investigation was conducted on 03/02/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire, the heater wire was observed to be flexed away from the hot jaw from the base to the tip, with detachment at the tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, and investigation results, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
N/a.